Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7755124, 510k # k082728, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation at o-c5. Pedicle screw were placed at c2,3,4,5 and the occipital plate was placed due to c1 rupture. Post-op, the adjustable rods were broken at the hinge parts of both sides after operation. Hence on an (B)(6) 2020, a revision surgery was performed. In the revision surgery, the reported rods were replaced with two prebend rods of g7755271. There were no other patient complications as a result of this event.